Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: the patient was given a hamilton c2 ventilator on (B)(6) 2024 due to heart failure. Self check of the ventilator before use failed. The nurse immediately stopped using it and replaced it with another ventilator to treat the patient." (2) insufficient information.

Manufacturer narrative:
The following was reported: "during preoperational check the self-test failed." No patient involvement reported. No logfiles provided. Team china visited the hospital to check the device. It was recalibrated and "the internal accessories were reinstalled." Issue solved.